Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the reported event is present on the us market label or is present on the local market label. Any photos available for visual analysis? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an open reduction and internal fixation of radial fractures under brachial plexus anesthesia on (B)(6) 2024 and suture was used. It was reported the nurse found the dom (date of manufacture) and expired date on hospital label were different with the one on product. No patient was involved.